Event description:
It was reported that the device may have reached the elective replacement indicator [eri] prematurely. It was also reported that the device was set at high output and the left ventricular [lv] lead threshold had been steadily increasing and had become high. The device was explanted and replaced; the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the device was returned and analyzed. Analysis of the device revealed normal battery depletion.